Manufacturer narrative:
Method: device not received. Conclusions: device not returned no evaluation can be performed. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.

Event description:
Customer reported tegaderm 1626 was used on PICC catheter site in left antecubital area. Alleges patient developed edema, warmth, itching and vesicles. Reported oral loratadine and rx topical propionate clobetasol were used for treatment. Reported area resolved in about 15 days.